Manufacturer narrative:
Concomitant medical products: product ID 978b128 lot# (B)(4) serial#, implanted: (B)(6) 2021, product type lead. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 08-feb-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the caller was a physician, but also a friend to the patient. They reported the patient had reached out to them indicating they noticed a subcutaneous wire loop on their lower back where the general implant was, and did not notice that with their previous ins. The loop did not bother them, but was more of an "appearance bother." The caller noted the patient was a thin person. A possible strain loop was reviewed, and the caller was redirected to the patient's healthcare provider.